Event description:
It was reported that the user¿s ilet pump did not deliver drops during supply change despite multiple attempts, consuming over 100 units on the display while the cartridge remained full, leading the user to stop pump use and manage with injections; a replacement pump was shipped and the original device later resumed function, while the replacement remained unused and unreturned. Symptoms included hyperglycemia with thirst and a reported blood glucose of 386 mg/dl that decreased to 289 mg/dl after 7 units of humalog. Outcomes included no medical intervention, no hospitalization, and no reported ketone testing. Investigation included review of engineering logs indicating continued use of the original device and troubleshooting education. Investigation of this case revealed inconsistent delivery/priming behavior reported by the user without observed leakage, with device function later reported as normal; the affected components were the pump and infusion set/cartridge system. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.